Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 25 mg/dl at the time of the incident. The customer was given glucagon to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was also running high at 400 mg/dl due to denatured insulin. The customer over treated highs and that's what caused the lows. The customer had 2 other low events in april that required paramedics assistance. The customer got a change sensor alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm pump. Connected sensor to the transmitter and placed it in 100 bbs solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).